Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device is getting check vent alarm - cooling fan speed error message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that there was an 1125 error code cooling fan speed error logged in the diagnostic report. The rse advised the customer with the suggested repair per the manual. The fan's rotation per minute (rpm) is 0. The customer manually spun the fan and it started, with rpm equal to 4100. It was advised to replace the cooling fan. The customer was provided with the part number of the replacement part.